Manufacturer narrative:
In (B)(6) 2018, the user informed customer service that she also uses another breast pump and she uses a 21mm flange with it. With willow, the user utilizes a 24mm flange and she indicated to customer service that she thought it may have been the wrong flange size for her anatomy. On february 21, 2018, the customer returned the device to exploramed nc7. Investigation was performed on the device and it was found to meet specification. Based on the results of the investigation on the returned device, it cannot be definitively concluded that the willow breast pump caused or contributed to the incident of mastitis. According to a report by the world health organization from 2000 titled, "mastitis: causes and management," "the reported incidence [of mastitis] varies from a few to 33% of lactating women, but is usually under 10%."

Event description:
On (B)(6) 2018, the customer reported to exploramed nc7 that she allegedly developed mastitis while using willow. On (B)(6) 2018, she reported that she was prescribed antibiotics for her mastitis and the mastitis was resolved.